Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager was not detected on bus. Customer tried to reboot and recover multiple times, but the issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the remote manager was not detected on bus. A field service engineer identified that the hasp was misaligned with the housing. Adjusted the housing to properly align the hasp and conducted an inventory test, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.